Event description:
It was reported that an alarm occurred due to recurring occlusions, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer addressed high blood glucose by administering a correction injection via multiple daily injections and confirmed no external assistance was necessary. Pump replacement was approved, and the customer is continuing with the existing pump until the replacement arrives.